Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the electrosurgical forceps were analyzed. Doubled gloves were used and a saline test was performed in coagulation and cut modes at 30 watts. Two samples demonstrated no issues with respect to the generated heat that could be sensed by the operator. Both product are functioning normally. Trends will be monitored for this and similar complaints. At present time this complaint is closed.

Event description:
The affiliate reported "the hospital would like to repair 80-2925 which generates too much heat on the handle. A surgeon said that he can feel the electricity on the tip handle compared to his previous 80-2925. Please evaluate it". Incident occured before use on patient. The instruments (2) were forwarded to (B)(4) for functional testing on (B)(4) 2012. (B)(4).